Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced.

Event description:
The hospital reported that the unit went into a system malfunction during boot-up. There was no report of patient involvement.